Event description:
It was reported that the 9800 sys had a ma sensor error message displayed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The connectors were tightened during the svc call. The sys was tested and found to be working as intended and put back into svc.